Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips by the customer that there was a pacing issue. Patient involvement was implied, but not stated directly. No adverse impact was reported.